Event description:
After 3 insertions of the fox hollow device, a perforation was noted. The perforation was controlled using balloon pressure and treated with 2 covered stents. Perforation issue was resolved. No alleged device malfunction.